Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, the vibratory alert did not work. The device remained implanted and the patient was stable and will continue to be monitored via merlin.net.